Event description:
The distributor returned two heartstring seals to guidant cardiac surgery. One seal was received cracked and the second seal was not completely unraveled. No information was provided. No patient complications were reported.